Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. While on support, bleeding was a concern, so heparin was withheld in both purge and systemic. The patient received fresh frozen plasma, cryo, packed red blood cell along with desmopressin acetate. Successful coronary artery bypass grafting x 2 with intra-aortic balloon pump support was completed. The impella was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.